Event description:
It was reported that the programmer fans were very loud. The programmer will be returned for repair. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the original customer comment of noisy fans, which were therefore replaced but also noted that the programmer would not read the drive and therefore the hard drive was also replaced. Concomitant product: product ID 229047, software analyzer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.